Manufacturer narrative:
Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Insulin pump did not have a battery when received. Insulin pump had minor scratches on display window and cracked reservoir tube lip. Data analysis: there is no data available, due to insulin pump received without a battery installed.

Event description:
It was reported by the customer's husband that the customer passed away on (B)(6) 2014. Cause of death has not been confirmed by a healthcare professional, but customer's husband stated it may have been multiple complications with the cancer medication the customer had been taking. Customer's last documented blood glucose level was 220 mg/dl and was detached from their insulin pump half a day prior to passing while being treated with manual insulin injections. Customer's husband is returning the device for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.